Event description:
A home choice machine was received in largo receiving for a pt who has dropped out of peritoneal dialysis. The rationale for ending pd therapy is listed as peritonitis, hp's nurse, stated that the hp was diagnosed with peritonitis in 2005. Hp's nurse did not want to disclose any pt medical history other than the pt was allergic to pencillin. For the first episode, the pt was not hospitalized, but has symptoms of a cloudy effluent and abdominal pain. The hp had a gram stain performed on that day which resulted in no organisms grown. The hp had a culture performed event day, which showed no growth after 5 days. The hp had a differential performed with results of 3% eosinphils and 2% lymphocytes. The hp had a cell count performed event day with results of 14 wbcs and 2 rbcs. The hp was treated with fortaz for 6 days via ip 1g per day. The hp was treated with anceth for six days.